Manufacturer narrative:
Additional medwatch information provided.

Event description:
We received a medwatch report that states: "patient on a heparin drip. Rate changed at 9am to10.5ml/hr. New 250ml bag hung at 11:30am with rate continued at 10.5ml/hr. At 2:00pm, the same day, the bag was empty. Several hours later, the patient developed respiratory distress and required transfer to critical care. He died less than 24 hours later."

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event logs confirmed that the pump module was programmed as reported by the user with no programming errors identified. On the day of the event multiple door openings and closures were recorded during a 19 second period; however it could not be determined why these events occurred. Rate accuracy testing was performed and device was within specification. The root cause was not determined.

Event description:
The customer reported that a heparin infusion of 25,000 units in 250ml was to be increased to 10.5ml/hr with a 1500 unit bolus. The bolus was reportedly administered via an IV push. A new bag with 250ml which was reported to have started at 1130 am, was noted to have completed at 1400. Serial ptt's were > 200 and the patient was moved to ICU after developing hypoxia, tachypnea and pink tinged urine. The patient was seriously ill with multiple co-morbidities; the family withdrew care the next day and the patient passed away.